Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation.. A definitive cause for the reported observation could not be determined. Prior to distribution, all peg 24 percutaneous endoscopic gastrostomy set - pull are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. There have been no other similar occurrences reported during the time period reviewed. Therefore, this report represents an isolated occurrence. Based on this review, the likelihood of this type of report is remote. Quality assurance will continue to monitor for complaint trends.

Event description:
During a feeding tube placement, the physician used a cook peg 24 percutaneous endoscopic gastrostomy set - pull. It was reported [that] the puncture from the external abdomen through the abdominal cavity to the stomach wall was successfully performed. They confirmed the process using endoscopic images, pulled the looped insertion wire out of the mouth, connected it to the tube, applied lubricant, and reinserted it into the stomach through the patient's mouth while pulling the wire from the abdomen. The wire connection part of the tube came out of the abdomen, and the tapered tip of the tube slightly emerged from the abdomen, but the tube did not come out further. Despite additional incisions in the external abdomen and muscle layer, the tube still did not come out. Finally, they grabbed the mushroom from inside the mouth and pulled it out, completing the procedure. A section of the device did not remain inside the patient¿s body. The patient required additional incisions due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.